Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D5. Other operator of device: operator of device is unknown. E3. Initial reporter occupation: account manager. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter did not pass through the suction line above the cuff. The catheter was not used for its intended purpose. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.